Event description:
A peritoneal dialysis catheter split. According to the customer the catheter was implanted in 2002, 8 months later the catheter leaked due to a rupture on the part where is about 1cm to the implantation site. The catheter had to be removed and replaced.